Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After predilation of the lesion with an unspecified balloon catheter, an ivus was performed. A 2.50x20mm promus element plus stent was advanced but was unable to cross the lesion despite several attempts. The device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found the device was returned with the stent detached from the stent delivery system (sds). The stent was not returned for analysis as it was disposed. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon had the appearance of having been inflated and deflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. In addition, the outer was kinked at several locations distal to the port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After predilation of the lesion with an unspecified balloon catheter, an ivus was performed. A 2.50x20mm promus element¿ plus stent was advanced but was unable to cross the lesion despite several attempts. The device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).